Event description:
A new operator unfamiliar with the system was lowering the table with the gantry tilted. Table extender collided with the gantry and broke off. Table appeared to drop as a result of the release of tension as the extender broke. Pt stated that they were fine at the time of the incident but returned to the emergency room later with complaints of stiff neck.